Event description:
Event description guidant received information that this biventricular implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead oversensed, resulting in inappropriate episode declaration. Review of stored electrograms depicted behavior indicative of double-counting, as the oversensing was initiated with a premature intrinsic beat. A guidant technical services consultant suggested programming changes available to reduce/prevent future occurrences. Later, the device was replaced with an independant ventricular-output device.